Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm® voluma¿ with lidocaine. Two months later, the patient was injected by a different injector with juvéderm® volift¿ with lidocaine. A month later, patient developed ¿erythematous and painful nodules¿ and ¿facial late inflammatory nodules¿ at the injection sites. The patient was treated with antibiotics. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00028 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.